Manufacturer narrative:
Medwatch fields d4 lot no and d4 expiration date were updated. Based on the frequent occurrence of sample-related alarms, the investigation determined that the event was consistent with preanalytic issues at the customer site. Correct pre-analytic sample handling is the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable total protein urine/csf gen.3 results from the cobas 8000 cobas c 502 module. The initial result was 0.02 g/l and the repeat result was 1.06 g/l.